Event description:
A registered nurse complained of a questionable inr result from 1 patient tested on a coagucheck xs meter serial number (B)(4) compared to stago neoplastin laboratory reagent. At 1:04 pm the result from the meter was 4.5 inr. The laboratory result from a sample collected venously at 1:11 pm was 3.1 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The inr result from the laboratory was deemed to be correct. There was no allegation of an adverse event. The patient does not have hematocrit concerns, is not on any other blood thinners, does not have antiphospholipid antibodies, no change in diet, and no treatment based on the meter result. On (B)(6) 2018 the patient's hematocrit level was 40.6 percent. The customer's meter and test strips have been requested for return. Replacement products were sent. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.